Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 : reference manufacturer report: 1627487-2018-00241. It was reported one of the patient's leads was exhibiting high impedance. Surgical intervention was taken with the physician cutting the lead tail and left the lead body implanted. Post-op effective therapy was confirmed using the working 3186 lead.